Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device nhl. The device was not returned for analysis as it was retained by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that when the primary cell battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer; stimulation will become unavailable requiring surgery to replace the ipg in order to continue providing stimulation. Additionally, loss of stimulation, weakness, muscle spasms, shaking, or problems with movement are all known risks with use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the primary cell implantable pulse generator (ipg) was removed and replaced with a new ipg due to the device having reached its end of service (eos). The eos having been reached caused a loss of stimulation which resulted in a return of the patients parkinsons disease (pd) symptoms such as slowness, stiffness and tremor. The patient was doing well postoperatively and the pd symptoms ceased when the therapy was turned back on. The explanted ipg will not be returned as it was retained by the medical facility.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the primary cell implantable pulse generator (ipg) was removed and replaced with a new ipg due to the device having reached its end of service (eos). The eos having been reached caused a loss of stimulation which resulted in a return of the patients parkinsons disease (pd) symptoms such as slowness, stiffness and tremor. The patient was doing well postoperatively and the pd symptoms ceased when the therapy was turned back on. The explanted ipg will not be returned as it was retained by the medical facility.